Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery while changing the infusion set and during the fill tubing process. The customer's blood glucose reading was unknown at the time of incident. The customer changed the reservoir and the issue was resolved. Troubleshooting advised that no delivery was most likely the result of an occlusion and changing the reservoir resolved the issue. No further assistance was required.